Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 31 mg/dl and the sensor glucose was 97 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter communicated properly to the pump. The blood glucose meter test communicated properly to pump. The insulin pump downloaded properly to the carelink pro software noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.